Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had unresponsive buttons due to moisture damage on the keypad traces. The functional tests could not be performed due to the unresponsive buttons. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked display window.

Event description:
Customer reported a button error alarm. The blood glucose reading is 303 mg/dl. The insulin pump will be replaced. Nothing further reported.